Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump. It was reported that when the patient first received the pump the lockout window was 2 hours but when they finished the bolus it took a lot less time and the lockout time would be 1 hour 59 minutes or sometimes 2 hours. It was taking longer and longer for the boluses to go through and by the time they were done the lockout was only 1 hour and 53 minutes. They get 10 boluses a day but only take between 2-5 a day. The screen sits on 90% for probably 6 to 7 minutes each time. They were told it would reset when their healthcare provider refills the pump but it did not reset. They were assisted in clearing the data from the handset and the issue was resolved.